Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that it was unknown when this event first occurred. Actions/interventions included an impedance test, analysis of the device and an interrogation report by myself and tech services. The cause was not known and the issue is not resolved. The device was not explanted as a result of this event and will likely not be explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0454717v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial (B)(4), implanted: (B)(6) 2005, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: j0454717v, ubd: 04-nov-2008, (B)(4); product ID: 748240, serial/lot #: (B)(4), ubd: 20-dec-2008, (B)(4); product ID: 748240, serial/lot #: (B)(4), ubd: 20-dec-2008, (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient reports a decrease in efficacy. Walking has become more difficult and charging times are increasing. Patient also has been having gait issues the last few weeks. Patient says he has no problems walking when therapy is working. The rep states the hcp wants to replace the ins, thinking it'll resolve the patient's gait issue. Unknown if any environmental /external/patient factors may have led or contributed to this issue. Diagnostics/troubleshooting performed included an impedance test in which the left hemisphere had unipolar settings out of range: c 3161 ohms. Left amplitude is at 1.50 and right is at 0.70 where no electrodes are out of range. Left hemisphere impedance results included: c 3161, 3161 c, 867, 3335 c, 839, 878 c, 862, 1124, 2565, 890. Right hemisphere impedance results included: c 891, 1137 c, 808, 1245 c, 869, 839 c, 909, 1108, 878, 968. Patient is on group a and has a neurology appointment next week. Surgical intervention has not occurred or been scheduled, however it is planned for the patient. No further complications were reported or anticipated with this event.